Event description:
New information notes that on (B)(6) 2021, the lead was capped due to noise. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device check. The device showed multiple ams episodes due to atrial lead noise. The atrial lead noise was reproducible with isometrics. The decision was made to monitor the lead until the device reach eri. It was also noted that the patient is not dependent. Patient is stable and is not aware of any symptoms.